Event description:
It was reported that cerebral vascular accidents occurred. It was reported via social media that a patient had a watchman flx closure device implanted. The has patient suffered 3 strokes since then. No further information is available at this time.

Manufacturer narrative:
Date of event and implant date estimated since unknown.